Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD implanted (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy for atrial fibrillation (af) with rapid ventricular response that the device detected as ventricular tachycardia (vt). It was also noted there was undersensing on the right atrial (ra) lead resulting inappropriate atrial pacing and false termination of atrial tachycardia/atrial fibrillation (at/af). The device and lead remains in use. No further patient complications have been reported as a result of this event.